Event description:
On (B) (6) 2010, the patient reported she has had elevated blood glucose readings up to "hi" on her meter. Her normal range is 70-150 mg/dl. She stated that last night at 7pm her reading was "hi" and she bolused 10 units of insulin. She received an occlusion error on her insulin infusion device and changed her tubing. At 8pm her reading was still "hi" and she bolused another 10 units of insulin. At 9 pm her reading was 555 mg/dl and at 3:30am it was 132 mg/dl. At 7:30am, she received another occlusion error and her blood glucose was 380 mg/dl. Symptoms were blurred vision, thirst, frequent urination, and not feeling well. She cleared the occlusion error. She stated she changed her infusion headset last night and this morning but has not changed her device adapter in quite a while. She was advised to change it every 10th cartridge change. She stated she will change it once she gets home. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.